Event description:
Reportedly, tyco rep was told that the device was involved in an incident where reportedly, medical intervention was required, but she does not know anything further. She has attempted on several occasions to make contact with the surgeon to obtain details, but to date, she has been unable to do so (he was on vacation, but is since back and she has left voicemails). The device will be returned for examination. Addendum 8/25/06: rep just phoned tyco, sr. Qa analyst with the following info: she was in on a case with another surgeon when that surgeon asked her if she had heard about the incident that had occurred with dr. This surgeon said that dr.'s case turned into a seven hour case. As far as the rep knows, the pt is fine. Despite numerous attempts for info regarding this incident by tyco rep to the device operator no additional info or response is available to date. Sex: unk. Procedure: unk.

Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.